Event description:
No additional information.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the bd alaris smartsite texium pump infusion set had leakage. The following information was provided by the initial reporter: I would like to report several instances of leakage from the smartsite access port of the alaris pump infusion set with the texium closed male luer connector (24010-0007t). A slow stream of chemotherapy drug was observed leaking from the access port when connected to a bag of fluid (saline solution or d5w) primary line. As the chemotherapy drug had been properly spiked and circle-primed without issue, we ruled out the drug preparation and the secondary line as potential sources of the issue. Our attention then turned to the primary infusion set, specifically the smartsite, which we suspected might be contributing to the leakage at the smartsite access port. To troubleshoot, we replaced the primary infusion set with a new one while keeping the same drug bag and secondary setup in place. After the replacement, the leakage ceased completely, confirming that the issue originated from the original primary infusion set. My concern is that the defective smartsite is not consistently tied to all products from the same lot number. For instance, we were able to resolve the leakage issue by switching to a new infusion set that shared the same lot number, indicating variability within the batch. This issue has been occurring too frequently and poses serious safety risk for our staff handling hazardous chemotherapy agents. In all cases, when the primed chemo secondary short set (the texium end) was connected to the primary set smartsite access port, a slow stream of fluid emerged from the smartsite port. The only successful remedy to date has been replacing both the primary line and the access port. Due to spillage and chemo loss, preparation of chemotherapy drugs sometimes needed to be repeated, adding to workload and resource use. Fortunately, no patient harm has occurred. The most serious near-miss involved chemotherapy spilling onto a patient's clothing. However, nurses preparing these infusions remain constantly at risk of exposure to chemotherapy agents during these incidents.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.